Event description:
This is a report by a of peritonitis in a patient coincident with dianeal therapies for renal failure. Two months later dianeal therapies were withdrawn and the patient was started with hemodialysis. The patient had vomiting and had peritonitis on the same day that the patient was hospitalized for the events. On an unreported date, the patient was treated with cefazolin and gentamicin (doses, frequencies, and lot numbers not reported) for peritonitis. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.